Event description:
It was reported that an internal right ventricular (rv) lead conductor externalization was observed on an x-ray. All rv lead measurements were within specification. The physician was advised to replace the rv lead, however due to stable measurements the physician decision was to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).